Manufacturer narrative:
Weight - reported that the patient was thin. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was used and when pulling back the device it just pulled right out of the vessel. The doctor believed that there was no anchor attached to the device. The stated that when he deployed the anchor it did not catch the vessel wall and that it was not present upon examination. They utilized fluro to look for the anchor but could not find it. There was no patient adverse event. Manual pressure was used. Additional information was received may 23, 2019: the procedure sheath size that was used was a 6fr. A pre-deployment angiogram was performed. The closer device introducer went in fine. Two clicks fine. Pulled out and no collagen or foot plate. There was visual confirmation that the cartridge was empty. There was no additional pull force used during deployment.

Manufacturer narrative:
This report is being submitted as follow up no 1 to provide an update to the h3 section and to provide the completed investigation results. H6 - results - 114 is based on evaluation of user facility information & the returned sample; 213 is based upon testing of the returned sample. H6 - conclusion - 4310 is based upon evaluation of user facility information & the returned sample; 67 is based upon testing of the returned sample. One 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly and the incompletely opened polyfoil pouch was returned as well. No other accessory components were returned. Visual inspection revealed that the hemostasis sheath was found to be mated with the carrier tube assembly and the deployment sleeve was in the rear lock position with the color bands fully exposed. No outward signs of damage or deformations were noted on the device. The distal tip of the sheath was examined under the microscope and no anchor was visible. No other visual anomalies were noted with the device. To check for damages, the carrier tube was removed from the sheath. No anomalies were noted on the carrier tube and the bypass tube was noted to be mated as intended with hemostasis hub valve. The tamper tube, anchor or collagen was not returned. The distal end of the suture was inspected under the microscope and it was appeared to be cut manually with a blade. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely the that the suture was cut after the successful deployment. However, the exact cause of the reported event cannot be definitely determined based on the available information.